Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported that the ventilator had an error code indicating high blower temperature. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found that the filter was clogged. The customer saw the filter was sucked in during the inspiratory cycle. The customer was advised to replace the inlet filter.

Manufacturer narrative:
G4: (B)(6) 2020 b4: 01oct2020 although requested patient information was not provided. The customer replaced the air inlet filter to address the reported issue. Reportedly, the filter was dirty. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.